Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone-migration and lymphadenopathy.

Event description:
Patient reported a left side rupture. Recently, patient's relative reported "axillary lymph nodes, some with silicone sign", "axillary adenopathy due to free silicone infiltration" and "sub centimeter cysts". Device remains implanted.

Event description:
Patient reported left side rupture. It was additionally reported "axillary lymph nodes, some with silicone sign", "axillary adenopathy due to free silicone infiltration", breast discomfort and various inflammation. The report of joint pain, intense muscle pain, a decrease in vitality, and cysts are deemed not device related. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06aug2024.

Event description:
Patient reported left side rupture. It was additionally reported "axillary lymph nodes, some with silicone sign", "axillary adenopathy due to free silicone infiltration", breast discomfort and various inflammation. The report of joint pain, intense muscle pain, a decrease in vitality, and cysts are deemed not device related. The device remains implanted.